Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate, despite loading a new cartridge. The customer's blood glucose (bg) level was reported to be elevated (250 mg/dl). However, the customer was unsure if the reported issue had impacted bg levels, as the customer had the flu at the time of the call and indicated that their bg levels generally elevate when ill. The customer delivered a bolus via the pump and raised the basal rate.